Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2013, inratio: 0.8, alternate poc: 5.2. Time between tests: unk. Therapeutic range: 2-3. Patient was not hospitalized, but had some recent outpatient procedures where she was taken off her coumadin to prepare: (B)(6) 2013 - off coumadin; (B)(6) 2013 - throat scope (restarted that night); (B)(6) 2013 - off coumadin; (B)(6) 2013 - tooth removal (restarted that night). Daughter was unable to provide strip lot number, meter serial number or technique information. Patient self tester has a personal care assistant (pca) who helps her test, but she also sometimes takes the meter to the clinic and has a nurse assist her.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filled: date: (B)(6) 2013, inratio meter = 0.8 inr, reference = 5.2 inr, mean = 3.00. Confidence limits = 1.8 - 4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. Neither product expected to return nor strip lot information provided. No further investigation will be pursued at this time. Analysis of the client's data from inratio and reference tests revealed that the test results comparison did not meet accuracy criteria. No strip lot information was available for further action. Root cause could not be determined from the information provided by the customer. Trend analysis is not required due to no strip lot information provided. This issue will be subject to tracking and trending. Corrective action not required at this time.